Event description:
The report from the field indicated that the stent dislodged in the patient. The stent was successfully retrieved most likely with a snare device. The patient was treated successfully. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.